Event description:
It was reported to philips that the battery pca contacts are broken. There was no patient involvement.

Event description:
It was reported to philips that the battery pca contacts are broken. The bench technician confirmed the battery pca had bend battery pins. The device needs a battery pca. Confirmed complaint the battery pca needs to be replaced because the pins for the batteries are damaged and some are missing. Additionally the stabilization collar is missing and recommend replacing and the defib capacitor is testing bellow spec. Upon conclusion of the evaluation, it was determined that the battery pca requires replacement. It was replaced. The device passed testing and was put back into service.